Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: longitudinal and radial balloon burst confirmed. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of balloon burst was confirmed per evaluation of the returned device and provided imagery . Available information suggests that patient factors (calcification) and/or procedural factors (overinflation ) likely contributed to the event as there was presence of annular calcification per 3mensio report provided. Also, the event description mentioned that an additional volume of 1 ml was added to the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliates in germany. As reported, this was a case of a 20mm sapien 3 ultra valve in the aortic position by transfemoral approach. The patient presented with severe aortic stenosis, annular area of320mm2, and severe valvular calcified and stj 23mm with circular calcification. During the procedure, the alignment of the valve was done without issue and no bav was needed. Additionally, the transition and positioning of the valve in annulus was performed without issue. However, during valve deployment, the balloon (inflated with 1 ml added volume with slow technique) ruptured with last cc. Due to this under expansion of the valve, it was post dilatated with 20mm non-edwards balloon (vacs balloon) with a good result. There was no issue retrieving the ruptured balloon. There was no patient injury. The valve was successfully implanted and the patient was noted as to be in a good condition. As per medical opinion, the root cause of the event is unclear. As per image and video received, the balloon burst was confirmed.